Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 30-jul-2025, the user reported experiencing hypoglycemia while using the ilet device on day two of use. The lowest recorded blood glucose (bg) was 43 mg/dl. The event was corrected with sugar, and bg began to stabilize by the end of the call. The device provided a low bg alert. No medical intervention was required.